Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 28 mg/dl. The customer treated their low blood glucose with glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer does not remember exact time and date of emergency visit. Customer¿s blood glucose was 43 mg/dl when admitted. Auto mode was not active at the time of the event. Customer mentioned that the pump was exposed to strong magnetic fields when customer had a CT scan 3 weeks prior. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Date of event has been updated with this report. The information related to event in summary narrative has been updated and provided with this report. (B)(4).

Event description:
The customer reported via phone call that they required emergency medical services for a low blood glucose on an unknown date. Blood glucose reading was 43 mg/dl. The customer treated their low blood glucose with food. He stated he was experiencing low blood sugars since the beginning of march. Customer was using the insulin pump system within 48 hours of the reported low blood glucose. Auto mode was not active at the time of the event. Customer mentioned that the pump was exposed to a strong magnetic field when he had a CT scan 3 weeks before the reported date of (B)(6) 2020. The pump passed the displacement test during troubleshooting. The insulin pump will not be returned for analysis.